Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was an impedance issue, all electrodes had a reading of greater than 40,000. The cause was unknown. Potential explant, issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a surgery was planned. Patient reported they had x-rays taken. Healthcare provider (hcp) reviewed the x-rays and stated that there is no sign of damage caused by a fall or such. Hcp has never seen a device fail like this. Patient stated that the device prematurely failed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for spinal pain indications. Rep met with patient to check impedance yesterday and he noted all electrodes were out. Patient felt therapy was not working or beneficial, patient wasn't perceiving stimulation. No accident/fall or trauma was reported. Patient plans to meet with a surgeon to remove their spinal cord stimulator (scs) implant. Reviewed warranty, as rep said patient felt the manufacturer should pay for the explant. Patient stated they had a stimulator implanted and it has stopped working. They would like the system explanted and for the manufacturer to pay for it. Patient stated they met with a rep and they verified that all of the leads are broken which was 'unheard of ' and the device has completely stopped working. Patient denied seeing any service codes or messages on their external equipment. The patient was redirected to their healthcare provider to further address the issue. Patient inquired about how the manufacturer will pay for the system replacement surgery, which patient does not want to undergo, or how the manufacturer will pay for the explant surgery. Agent redirected patient to healthcare provider and emailed patient relations. Agent reviewed they will forward information along to escalation team for compensation. Patient asked about timeline for next steps or call back. Agent reviewed information.

Manufacturer narrative:
B3. Date is estimated; year is valid. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-jul-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.